Event description:
Reporter alleged the blood glucose advantage system generated a result without the test strip being dosed with blood or control solution. Customer stated the system generated an un-dosed result of 266 mg/dl when a clean test strip was inserted into the meter in an effort to retest after a previous error message. The location of the alleged incident was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.